Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #31030 and #307 found in the system error logs were associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. System error code 31030 occurs when the system detects that one of the camera controller units in the doco has failed to power on after multiple attempts or has shut down after initially powering up. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while beginning a da vinci si surgical procedure the site experienced system error code #252. The system was restarted at which time system error code #31030 appeared. With the assistance of an isi technical support engineer the site cycled the power breakers on the vision side cart, emergency powered off the patient side cart and surgeon side console however, the system error code continued to occur. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.